Event description:
It is reported to co that while being supported by lvad, the pt developed symptoms of bleeding requiring blood transfusion. The pt has since been successfully transplanted. The device has been returned to co for evaluation.